Event description:
The pt was undergoing an abdominal myomectomy and expired. The procedure was performed. The event was reported to co's distributor by the dr., acting director of anesthesia. The involved harvest device was reported as functioning properly during the procedure and had been used to reinfuse approximately 500cc of the pt's blood. At the conclusion of the case, a total of 300cc remained in the reservoir.